Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead with the distal tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 46.0-46.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.